Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics and motor. Unable to verify the motor error alarm or perform functional tests due to the blank display.

Event description:
The customer stated that she was experiencing high blood glucose levels. The customer also reported motor error alarms during the basal rate delivery. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The customer later called back to report that the display was blank. The reported blood glucose reading was 242 mg/dl. Nothing further was reported.